Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: it was reported that a patient with a pain stimulation lead and pain stimulation implantable pulse generator experienced several issues, prolonged connection time to the implantable device, insufficient pain relief with only about 40% relief for back pain, perceived prolonged recharging time, worsening pain after charging the implant to 100%, and no relief from stimulation therapy. The patient was advised to close all applications and turn off the phone to improve connection speed. Technical services reviewed that the recharge time was within the normal range and that recharging was occurring at maximum speed. The patient was redirected to a healthcare provider to address the pain issue and was informed that the external device was not related to the pain. The patient reported an upcoming appointment with a healthcare provider. (B)6) 2025: additional information was received from the patient (pt) stating that they have tried everything, and the device is not working for them. Pt reports the cause of this issue is permanent nerve damage, and the nerves are not responding to the therapy. The patient reports that no more steps will be taken to resolve this issue other than find a pain management doctor. The issue is not resolved, and the patient will search for a pain management doctor in their area. On (B)(6) 2025: patient called in stating they are still not feeling any relief from the stimulation. Patient stated they had not used the stimulator in such a long time because their nerves are so damaged the stim is not working anymore. Patient stated they are looking into getting a pain pump instead. Agent documented information.